Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have sensor issues. Customer's blood glucose was 95 mg/dl. Cannula was missing after the sensor was removed from the body. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found sensor cannula bent and stuck to adhesive tape. Unable to confirm the customer received the sensor in said condition due to the product being returned opened/used.